Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced peritonitis. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin (dose, frequency and route not reported) for peritonitis. Action with pd therapy was not reported. At the time of this report, the patient was recovering from the peritonitis and treatment with vancomycin was ongoing. No additional information is available.